Manufacturer narrative:
The system was serviced in the field and passed all tests. No failure was found, the system was functioning as intended. Logs were received and analysis was completed. Segfault in syslog was observed. This was a known software issue and is tracked in a medtronic database. Concomitant medical products: product ID: 9735737, version 1.3.2. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection. It was reported that while navigating in a case, there was an "error 64" message displayed. It was noted that the system was rebooted and functioned for the remainder of the case.  There was no impact to patient outcome. It was confirmed that there was a five minute delay to reboot the system and set back up. The likely cause was noted to be a computer glitch was fixed by rebooting the system.